Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right atrial (ra) lead had dislodged. During the lead ra lead revision procedure, the lead was tested several times and values were good. After connecting the lead with the device, threshold values were no longer available, and a header/connection issue was suspected. The implantable pulse generator (ipg) was removed and replaced. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.